Event description:
Ruptured discs in back. Had fusion. With bone out of hip put in back with spinal instrumentation. Rptr doesn't feel any better now than before he had surgery. He has more pain in hip, back and legs.